Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead had elevated thresholds despite attempts made on two locations. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.